Manufacturer narrative:
(B)(4).

Event description:
The customer stated that a physician has complained that the results for a1c-2 tina-quant hemoglobin a1c gen.2 (hba1c2) have been high for a couple months on their cobas integra 400 plus analyzer (i400+). The customer provided initial result data for 91 patient samples analyzed since (B)(6) 2017. Of those samples, comparison data from a reference laboratory was provided for two patient samples, and the result for one sample was discrepant. The initial result was reported outside the laboratory. The customer wondered why their results were higher, and is questioning which results are correct. She has released all initial results outside of the laboratory, and has not issued corrected reports. The initial result was 6.5%. The sample was sent to a reference laboratory with a result of 5.9%. No adverse event occurred. The i400+ serial number is (B)(4). Calibration and qc were acceptable. The field service representative could not find an issue with the instrument. He asked the customer to analyze the samples at another facility to see if the results were reproducible. The customer performed a blind study with four samples tested on four instruments within their organization. The results from this facility were still higher than expected. Specific result data was not provided. Investigation activities are ongoing.

Manufacturer narrative:
The customer conducted an performance testing which was acceptable. Additional information for further investigation was requested but was not provided. The customer had not set the correct set points for the reagent calibrators. After re-entering the values correctly, the issue resolved. The root cause was the incorrect set points.